Event description:
It was reported that patient¿s existing cable stopped working and patient did not have an alternate cable available. There was no reported impact to the customer¿s blood glucose level. Customer support arranged an express replacement cable order, and expedited shipping was authorized and approved.